Event description:
It was reported to vyaire medical that the vela ventilator unit is displaying vent inop (inoperable) error intermittently, occurring either after 5 to 7 minutes of operation or sometimes suddenly upon startup. Furthermore, there is no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, based on the pictures, it seems that either the mainboard is defective, a corrupted software, or there is another part causing the motor fault. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.